Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a hv shock for atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.